Event description:
A report was received that the tube was inserted in 2009, and it was necessary to change with a new tube the next day, because, the cuff did not inflate.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.